Event description:
It was reported that during a pulsed field ablation procedure; noise was observed in the electrograms (egm). Reconnection attempts were made without resolution. The catheter interface cable was replaced without resolution. The catheter was then replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012643680 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle. The printed circuit board assembly (pcba) chip was reprogrammed and the catheter passed performance testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing revealed an open loop on the electrode e4 and e8 wire. During further inspection of the handle segment, it was observed that an electrode wire was kinked. In conclusion, the catheter failed the returned product inspection due to a kinked electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.